Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check te messages) has been confirmed. Upon investigation the electrode belt failed a hipot test. The cause for the failure was a short inside the insulation of the cable connecting ECG "a" and "b" to the front therapy electrode. The root cause for the short inside the cable was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing frequent "adjust belt" messages and "check therapy electrode" messages.